Event description:
Pain. Case description: this serious, spontaneous report was received from a consumer in the united states. The pt, a (B)(6) female, experienced emergency surgery for the spine (damaged nerves), spine exploded, did not have enough blood flow so her spine expanded and every disc of her spine "desiccated", cyst in jaw, right broken ankle, left broken ankle, anxiety from being in a wheelchair, depression from being in a wheelchair, subchondral edema, ascites and pain after treatment with euflexxa (sodium hyaluronate) for an unk indication between the months of (B)(6) 2014 in her left knee. The (B)(6) female pt received three weekly injections of euflexxa between the months of (B)(6) 2014 in her left knee (exact date and indication not provided). Pt states that a week after receiving the third injection in (B)(6) 2014, she developed a cyst in her jaw, pt reports that the cyst is benign and her dentist would like to perform a biopsy to determine if there is presence of hyaluronic acid (exact start date of onset not provided). Per reporter, she had "2 broken ankles"; she reports that her right ankle broke first around (B)( 6)2014 and her left ankle broke 30 days later (exact start date not provided). Pt reports that her "spine exploded" in (B)(6) 2014 while she was in a nursing home due to being in a wheelchair after her 2 broken ankles, since she could not move (exact date of onset not provided. Pt mentioned that she experienced "anxiety and depression from being in a wheelchair" (start date not provided). Per reporter, she was told by her physician that she did not have enough blood flow so her spine expanded and every disc of her spine "desiccated" due to the lack of blood flow. Per reporter, on (B)(6) 2015 she was admitted to the ER and the emg and lumbar, thoracic, and cervical MRI's showed that there was a problem in her spine so they performed an emergency surgery for her "spine issue". Pt reports that she was treated with"epidurals with steroids" and her doctor is looking into destroying some of the damaged nerves. Pt feels that all the events were due to her receiving euflexxa. The pt reported that her life will be pain from now on, that she doesn't have a spine and she will have a brace. The pt was asked if she had an effusion and if so, was fluid withdrawn, she replied "I wish they had because one of the problems I had was subchondral edema even before all the ascites." No additional ae info was provided by the reporter. No medical history was reported. (B)(6). Reporter causality: related. Company causality: related. Overall listedness: unlisted. Other case numbers: (B)(4). Sender comment: the event pain is listed in the current rsi for euflexxa while the event surgery spinal cord disorder, cyst, ankle fracture, anxiety, depression, bone marrow oedema and ascites are unlisted. The causal relationship to the event pain is related while the causal relationship to the event surgery, spinal cord disorder, cyst, ankle fracture, anxiety, depression, bone marrow oedema and ascites are considered not related.